Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that at 8:30am he received a result of 243 mg/dl on the aviva system. Based on this result, the customer took 14 units of humalog according to his sliding scale. At 10:00am the patient was experiencing low blood symptoms and passed out. The emt's arrived and obtained a blood glucose result of 30 mg/dl. The emt's treated the patient with glucose tablets, apple juice, and a sandwich. After receiving treatment, the customer received the following results on an aviva meter, compared to the professional meter, within 10 minutes: 143 mg/dl (aviva) and 80 mg/dl (emt's meter). The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.